Event description:
It was reported during implant of new lv lead, the pace/sense portion of the rv lead was unable to be detached from the ICD. As a result, physician cut the pace/sense portion of the rv lead and was capped but the defib portion remains active. The patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was silicone, septa material found inside of the v is-1 set screw hex cavity. This material prevented full insertion of the torque driver into the hex cavity. It was also noted that the v is-1 septum was found to be damaged.